Manufacturer narrative:
D4 UDI : (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. The consumer previously tested negative on (B)(6) 2023 with an ihealth antigen test. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4 UDI : (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 222061 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 222061, test base part number 195-430h/ lot 217478. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. The consumer previously tested negative on (B)(6) 2023 with an ihealth antigen test. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.